Event description:
It was reported that the ilet user experienced hyperglycemia with a reported blood glucose of 553 mg/dl while using an inset infusion set. The user was new to inset, which was not deployed correctly, as the user did not pull back the inserter until it clicked prior to insertion. The agent guided a supply change, and glucose later returned to 160 mg/dl, with the issue categorized as an infusion set deployment problem associated with the infusion set component. Symptoms included hyperglycemia and anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, consistent with an improper or incorrect procedure related to the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.